Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls on 9/6/2016 to know whether customer has symptoms; customer told could not talk at the phone call time; on 9/12/2016 another attempt customer said that unable to talk at the call time; customer was provide with contact number and extension to call back.

Event description:
Costumer reported complaining of erratic blood glucose test results. The customer is concerned with test results from results obtained of 564 and 39 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 123 mg/dl. At the time of call (B)(6) 2016, the customer denied signs and symptoms of high and low blood sugar and denied need for medical attention. The customer had stated the meter read 564mg/dl fasting, based on the results customer applied ten units of insulin and took a nap. Customer woke up three hours later and could not move, felt weak, tired, and was sweating profusely. Customer stated that did not go to the hospital,customer tested again three hours later and the meter read 39mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 54 mg/dl and 56 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 154mg/dl (B)(6) 2016 08:26 am fasting: yes, 107mg/dl (B)(6) 2016 11:10 pm fasting: yes, 87mg/dl (B)(6) 2016 10:23 am fasting: yes, 277mg/dl (B)(6) 2016 12:00 am fasting: yes, 166mg/dl (B)(6) 2016 09:49 pm fasting: yes. Memory concerns: 564mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls on (B)(6) 2016 to know whether customer has symptoms;customer told could not talk at the phone call time;on (B)(6) 2016 another attempt customer said that unable to talk at the call time;customer was provide with contact number and extension to call back.

Event description:
Costumer reported complaining of erratic blood glucose test results. The customer is concerned with test results from results obtained of 564 and 39 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 123 mg/dl. At the time of call (B)(6) 2016, the customer denied signs and symptoms of high and low blood sugar and denied need for medical attention. The customer had stated the meter read 564mg/dl fasting, based on the results customer applied ten units of insulin and took a nap. Customer woke up three hours later and could not move, felt weak, tired, and was sweating profusely. Customer stated that did not go to the hospital,customer tested again three hours later and the meter read 39mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 54 mg/dl and 56 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is 08/01/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:564mg/dl.